Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, unknown side deflation. Healthcare professional, later reported, right side deflation. With "patient woke up and felt funny". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/26/2024.

Event description:
Healthcare professional reported unknown side deflation. Healthcare professional later reported right side deflation with "patient woke up and felt funny". Device has been explanted.

Event description:
Healthcare professional reported, unknown side deflation. Healthcare professional, later reported, right side deflation with "patient woke up and felt funny". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.